Manufacturer narrative:
Reference: voluntary medwatch report #mw5160331.

Event description:
Voluntary medwatch received stated that the patient presented for revision of the right ventricular lead due an advisory. The lead was capped and replaced. No adverse patient effects were reported. No additional information was available.